Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer's blood glucose was 430 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting was done. Performed high pressure test and test passed. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.